Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding - gum area [gingival bleeding]; pain - gum area [gingival pain]; stabs in mouth [mouth injury]; stabbed in gums [gingival injury]; the brush head falls out and the metal part stabs us in the mouth/gum, pain and bleeding - oral-b vitality toothbrush and brushheads [injury associated with device]; the brush head falls out / brush heads came off while brushing / toothbrushes stopped working [device breakage]. Case description: a father reported via phone on 24-jan-2017 that his (B)(6) daughter had been having a problem with an oral-b vitality series toothbrush that she'd had for 3 months; the father explained that the oral-b brushhead, version unknown fell out and the metal part stabbed his daughter in the mouth. The father elaborated that the brush head came off while his daughter was brushing, and the piece on the handle that the head attached to stabbed her in the gums. The pain in his daughter's gums and bleeding in her gum area went away shortly after for his daughter, he was not exactly sure how long. The father also stated that his daughter's toothbrush stopped working; she would charge it, but it wasn't working. The father stated that his daughter was going to switch back to using a manual toothbrush as a result of this experience; she stopped using her toothbrush a few days ago and she rinsed with salt water. This was not the first time his daughter had used this particular version of toothbrush, and she used the toothbrush 2 times a day. The case outcome was recovered. No further information was provided.